Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-1926ps, suture anchor, pushlock®, was received for investigation. Upon visual evaluation, the damaged pieces were not returned for investigation. Additionally, it was noted that the distal end of the rod was slightly bent. Functional testing was not performed due to the damage of the device. The method used to prepare the bone, as well as the bone quality encountered during the procedure, were not provided. The most likely cause can be attributed to misuse due to improper bone preparation; misaligned insertion; or prying/leveraging the screw during insertion.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder stabilization surgery the anchor of the device broke during insertion. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.